Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) received a call from customer. They reported that therapy failed to be consistent due to repetitive autofill failure alarms. Fse suggested to swap the console. After switching to a new pump they were able to initiate therapy and pump was functioning as expected. Fse advised to tag it for biomed. The service is not performed. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. H3 other text : repair is not done by getinge.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called stating just placed a patient on unit. Therapy failed to be consistent due to repetitive autofill failure alarms. They had gone through all the appropriate troubleshooting actions prior to calling. The pump had been on standby just over 10 min at the time we started the call. I suggested they swap the console. I remained on the line while they changed pumps. After switching to a new pump they were able to initiate therapy and pump was functioning as expected. Gave direct # to call immediately if something changed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.